Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, instrument service history, a search for similar complaints, a review of trending data, and a review of product labeling. The field service representative (fsr) inspected the instrument, performed various troubleshooting actions and ran qc. All results were in specification. No discrepant sodium results were reported after the instrument was serviced. A definitive cause of the discrepant result was not identified, therefore, the instrument (B)(6) was considered the likely cause. The instrument service history review did not reveal any additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The 12-month search for similar complaints did not identify an adverse trend related to the current complaint. The calculated erratic rates for the architect c4000, c8000, and the c16000 systems were all below the upper control limit. No systemic issues or adverse trends were identified. No non-conformances were identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient details have been included. No additional patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false decreased sodium result when processing on the architect c16000. The following data was provided for sid (B)(6): 1st results = <100 mmol/l and 140 mmol/l. 2nd results = 142 mmol/l and 142 mmol/l. No impact to patient management was reported.